Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports that insulin pump was dropped on the floor damaging battery compartment. Customer reports that batteries can no longer stay in compartment due to breakage. Customer's blood glucose was 141 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.